Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube use. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2015 a patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 while in the hospital for surgery on a fracture vertebra the patient developed an infection at the peg site that was treated initially with bactrim. On (B)(6) the patient was diagnosed with pseudomonas growth that required treatment with piperacillin and tazobactam 18 milligram intravenous 4 times a day.